Event description:
It was reported to the company that after a successful ci electrode array placement, during the removal of the drive unit base from its fixation (2 self-drilling screws) on the skull, both screw heads separated from the shafts during their removal. The surgeon was able to remove both screw shafts in their entirety and completed the procedure successfully. No patient harm reported.